Event description:
Boston scientific received information that during testing right ventricular (rv) lead pace impedances measure 800-1000 ohms, but the lead safety switch (lss) keeps occurring. There is also noise noticed in unipolar setting. The boston scientific field representative switches the lead back to bipolar, but each time but it will safety switch back to unipolar. Lead impedance on daily measurements are stable. The plan is to reprogram for now and continue monitoring. The representative also noted that the patient has a pain stimulator implanted in their back and when the stimulator is on, the device picks up some noise from it. No asystole had been reported and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.